Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was alleged that control-iq software initiated a 25 unit bolus automatically. Tandem technical support reviewed pump data which showed that the 25 unit bolus delivery was not automatically initiated by the control-iq algorithm, but was manually entered and requested by the user. However, customer denied that the bolus was manually requested, and continued to allege that control-iq software did not function appropriately. The customer¿s blood glucose level ranged from 116-145 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.